Event description:
It was reported 8 weeks prior to report the patient noticed he has loss of therapy and did not feel the stimulation and old symptoms returned. The patient had an x-ray which did not show any defect in the lead or connections to the implantable neurostimulator (ins). Impedance tests were done on all electrodes and all electrodes were greater than 4000, the battery status was ok. It was noted intra operatively the lead was disconnected from the ins and the lead did not induce and was not functioning. The lead was replaced and connected to original ins and the system function returned. It was stated the patient fully recovered.

Manufacturer narrative:
Concomitant: product ID 388928, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the lead revealed that the lead body conductors were broken at or near the tines. It was noted that all conductors were broken 4.5 cm from the distal end of the lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.